Manufacturer narrative:
(B)(4).

Event description:
The sensing of the right ventricular (rv) lead was decreased and several episodes of non-sustained oversensing with noise were noted. The patient did not receive any inadequate therapies due to this event. During an ICD replacement, the rv lead was explanted and an insulation defect was noted at the proximal end of the lead near the patient's clavicle. The noise was reproducible while moving the damaged part of the lead. The lead was replaced. The patient is stable.